Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.8, lab: 2.5. Inratio test was performed within 5 mins of venous draws going out to the lab. No pt info was provided. Customer got a 1.2 and 1.0 after testing herself on two different meters.

Manufacturer narrative:
Investigation pending.